Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged outer jacket can be confirmed based on the evaluation of the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. Tape was covering two areas with damage to the outer jacket. Further examination of the cable revealed that the polyurethane jacket was torn approximately 12¿ from the controller connector. The kevlar shielding was also damaged in this area. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and cracking of the jacket over time. Both the controller connector bend relief and the inline connector bend relief showed some discoloration and debris was observed in the molded holes. The remainder of the outer jacket, kevlar shielding, and bionate were removed to examine the underlying wires, which were free from any anomalies. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas IFU and patient handbook contain information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was modular cable damage. The pump stopped for modular cable exchanged.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.